Manufacturer narrative:
(B)(4). Results of investigation: a carefusion certified 3rd party service technician field serviced the suspected device and the reported issue was confirmed. The reported issue was resolved by replacing the power board and internal battery. The suspect power board was returned to carefusion for further investigation but it was received without proper electrostatic discharge (esd) protection, so the board may be unable to be evaluated. Evaluation attempt is still pending, if an investigation can be performed and it completed, then a supplemental report will be submitted.

Event description:
The customer reported complaint regarding ventilator's battery was not charging. The reported issue was found during setup, so there was no patient involvement.